Event description:
It was reported by the customer that while setting up for a breast biopsy their holster's cocking lever would not stay cocked. There was no pt consequence reported. Case was completed using a second holster.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found this was due to a bent firing mechanism and to correct the complaint the analysis site replaced the firing mechanism. The analysis site also found the green cable was damaged and to correct the issue the site replaced the green cable. The shroud was replaced due to it was cracked, the encoder was replaced due to the encoder connector had corrosion, and the e-clip was replaced due to it was damaged during disassembly. Per the service manual, service test were performed with no functional results found. After servicing, the unit passed qa functional testing. The device history record has been reviewed and has passed all previous qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.